Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, it is possible that the damage to the locking ring may have been caused by one or a combination of the following occurrences: mis-alignment of the liner impaction; mis-alignment of the locking ring in the shell; mis-alignment of the locking ring in the shell during liner impaction. Cause cannot be definitively determined. The tm shell meets print specification where measured, the locking ring is stuck in groove and is bent and damaged. The locking ring was removed from the shell and inspected, the locking ring meets print specification where measured.

Event description:
It is reported that during impaction the locking ring snapped. A new implant had to be opened to complete the case.